Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, poor stent expansion and a vessel dissection occurred. The procedure treated the 85% stenosed target lesion located in the mildly calcified and mildly tortuous bifurcation of the left posterior descending artery. A 3.0x12mm promus element plus stent was well deployed and was "hanging out a little of the bifurcation" and the physician passed a small balloon through the side struts to open a jailed diagonal branch. Intravascular ultrasound then showed under expansion of the 3.0x12mm promus element plus stent and post dilation was performed with an nc apex balloon. Next the physician backed the balloon up and was able to pass it through and open up the stent with a nice result. However, it was noted that a proximal edge dissection occurred which was treated with another stent placed proximally with good result. No further patient complications were reported and the patient outcome was ok.